Event description:
It was reported to philips by a customer that the unit oxygen manifold leaks air on all ports that including wall and external o2. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated that oxygen manifold is leaking, and unit is new. The field service engineer (fse) troubleshot the device. The complaint was confirmed and duplicated. The fse replaced the o2 transport kit to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit oxygen manifold leaks air on all ports that including wall and external o2. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the caller stated that oxygen manifold is leaking, and unit is new. The field service engineer (fse) troubleshot the device. The complaint was confirmed and duplicated. The fse replaced the o2 transport kit to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.